Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The manufacturer's field service engineer (fse) could not confirm the reported issue. The fse provided troubleshooting and recommendations for testing and part replacement. No further information has been provided regarding the resolution and/or disposition of the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reports internal oxygen high. There was no patient involvement.